Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remains implanted. The root cause of the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 6 months due to severe stenosis. A 29mm transcatheter valve was implanted without complications.  Per medical records, post-implant echo showed trace perivalvular leak and a well-seated transcatheter valve without lvot obstruction. The procedure was performed uneventfully. The patient was hemodynamically stable throughout, transferred to the recovery room in stable condition. Patient was expected to be discharged on pod #1. As reported, the physicians did not allege a malfunction of the surgical valve.